Event description:
Discrepant advia 1800 creatinine-2 results were obtained on one patient sample. The result was reported to the physician, who sent the patient to the emergency room. Testing at the emergency room was negative. There was no other patient intervention or adverse health consequence due to the discrepant creatinine-2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the cause of the discrepant creatinine-2 results was clogging of the vacuum lines on the dwud (dilution wash up-down) assembly. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.